Event description:
The information received from the affiliate states that this male pt was presented to the interventional lab for an angioplasty procedure of an in-stent restenosis in the left common and internal iliac arteries. The vessel was not calcified or tortuous, but the stent had a 70% stenosis. The stent was a boston scientific wallstent (size unk). The information received states that the product was properly inspected and prepped and appeared perfect before it was used in the pt. Upon the third inflation of the balloon with an indeflator, the balloon ruptured at 10 atmospheres. There is no information as to where the physician made access to the pt, the size of the sheath that was used in the procedure. Or if there was any difficulty accessing the lesion with a guidewire.